Event description:
It was reported that a device was used during a low anterior resection. When the device was fired, it was difficult to remove from the tissue and tore the bowel. Same device was used to complete the case. There were no other consequences to the pt.